Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon detachment occurred. A 6.0mmx20mmx40cm (4f) sterling balloon catheter was selected for use. However, during unpacking, the balloon could not be placed into the folder completely and it came off. The procedure was completed with a 6x20 sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling otw balloon catheter. The balloon was tightly folded and the balloon protector was loaded onto the balloon. The balloon, inner shaft and outer shaft were microscopically inspected. Inspection found no irregularities or defects. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon detachment occurred. A 6.0mmx20mmx40cm (4f) sterling¿ balloon catheter was selected for use. However, during unpacking, the balloon could not be placed into the folder completely and it came off. The procedure was completed with a 6x20 sterling balloon catheter. No patient complications were reported and the patient's status was good.